Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it was discarded by the hospital. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further action(s) is/are required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during an ac joint procedure due to dislocation, the toggleloc button retreated into the drilled hole when the surgeon pulled on the ziploop suture strands. The surgeon admits he or she may have pulled too hard. The toggleloc device was removed and an alternate device was used to complete surgery. No adverse events were reported as a result of the malfunction.